Event description:
As reported, while trying to deploy a 5f mynx control vascular closure device (vcd), button 1 would not depress even though the tension indicator was lined up. Several attempts to release the tension were made in order to try and reposition the lines; however, the line got stuck and would not move back to the starting position. Button 1 would not depress at all which did not allow the sealant to be delivered, and the sealant eventually was stuck on the end of the unknown sheath. Additionally, damage was noted to the sealant sleeve, which appeared flared and crumbled. The mynx control vcd and unknown 5f sheath were removed and manual compression was held for 30 minutes. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU), and it was used during a carotid angiogram procedure. The deployer was trained on the mynx device. The femoral artery¿s suitability was verified on angiography, including the appropriate insertion angle, and the vessel diameter was confirmed to be at least 5 mm, with no vessel tortuosity or presence of peripheral vascular disease or calcium near the puncture site. No damage was noted to the button. The device storage temperature did not exceed 25°c, and no kinks were observed in the sheath or device after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.